Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. White screen was observed. Usb charger and usb cable were returned with the reader. No evidence of "hot to the touch and won't turn on" was observed. Built in reader test was unable to be performed due to white screen. No opens or shorts were observed. Usb/charging cable passed the test. Visual inspection has been performed on the power adapter and no issues were observed. A load tester was used to evaluate the returned power adapter, and the voltage was measured. The power adapter voltage was within specification range. Power adapter testing passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Returned battery voltage was measured and result was not within specification. Measured and inspected if the returned battery was charging with a known good usb data cable and power adapter. Returned battery did not charge. A known good battery was used to turn on the reader and observed components temperature exceeded 30°c. An extended investigation was performed. A visual inspection using a digital microscope was performed upon the returned device and no visual anomalies were observed on the returned reader, charging cable, or adapter. The data of the initial scan was reviewed and no issues were observed. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured to be not within the required threshold. A known good battery was connected to the returned reader and the device was able to power on but displayed a white screen only. The reader was monitored under a thermal camera during operation and hot spots were observed on u2 and u5 after the button was pressed and the reader powered on. A voltage was observed on the pa9_vbus line when the device was not charging, indicating that there was damage on the pa9 pin of the cpu. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. The charging cable was also returned. A continuity test was performed on the returned cable and passed with no issues observed. A load test on the returned adapter was performed and observed the voltage was within the required threshold. Both the charging cable and adapter were able to charge a known good reader. The reported field event of the reader ¿being too hot to hold¿ was observed. The device was observed to be powered on with a known good battery, but a blank white screen was observed. Hot spots was also observed . The investigation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and hotspots. This issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.